Event description:
Customer's mother inquired on the function of the suspend feature on insulin pump. Customer's blood glucose was 427 mg/dl, which was treated with insulin pump. Customer's mother declined troubleshooting of insulin pump as she states she does not believe the pump is the cause of customer's high blood glucose. Customer's mother only wanted to know what the suspend feature on the insulin pump allowed. Customer's mother was made aware of what suspend feature was. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.